Event description:
A consumer initially reported she experienced instant burning following the use of this product. She stated her eyes have hurt ever since the event. She reported she went to the doctor and was prescribed a prescription eye drop. On 09/03/2010, additional info was received from the consumer stating she is doing better, but is experiencing some dry eye. She stated her doctor gave her some artificial tears. On 09/09/2010, the consumer reported the event occurred when she used a new bottle of the product. She stated it instantly burned her eyes. She noted she flushed her eyes with water, but her eyes continued to burn. She reported on the next day, she could still feel the burning and she experienced severely red eyes. She stated she went to the doctor and was prescribed an antibiotic four times a day for one week. She noted she discontinued contact lens use and her symptoms have resolved. On 09/09/2010, additional info was received from the optometrist stating the consumer experienced conjunctiva 2+ palpebral injection, 2+ bulbar limbal injection, and trace marginal infiltrates in both eyes following the use of this product. She stated she diagnosed kerato conjunctivitis contact lens acute red eye in both eyes versus a viral etiology. She noted she prescribed the consumer an antibiotic 4 times a day for one week and a steroidal anti-inflammatory medication 4 times a day for one week. She reported the event is possibly related to the product.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was received and evaluated. It is unk if the product was used according to labeled indications. Chemical parameters including ph conformed to release specs. Review of chemistry and microbial data were also reviewed and found to be acceptable. Lot 175574f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested via mail on 08/18/2010 and 08/27/2010; via fax on 08/27/2010; and via phone on 09/01/2010 and 09/03/2010. Additional info was received from the optometrist and the consumer. (B)(4).